Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at her scs ipg site due to the location of her ipg. As a result, the patient's ipg was relocated to a different pocket site. During the surgery, the patient's physician elected to replace the ipg because of possible header damage that occurred during the procedure. The patient's issue had reportedly resolved postoperative. The report was originally submitted on (B)(6) 2015 under MFR. Report #3006705815-2015-06130. The filing is hereby resubmitted to reflect the appropriate MFR. Report number.